Event description:
The patient reported that three v-go's did not have enough adhesive on the pad and this caused the v-go needle to come out after about two hours and occurred when she went to do her bolus clicks. Patient wears the v-go on her abdomen. The patient reported experiencing hyperglycemia as a result of the needle coming out and registered a 387 on (B)(6) 2020 at 4pm. Patient felt sleepy so took off the v-go to bring her blood sugar down. Patient threw the three devices away.